Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threads on the retaining rod fractured at the midpoint but were still attached. The cross slot on the retaining rod, used for tightening, was also damaged. The device was manufactured in 2015 and exhibits signs of extensive wear/usage. This fracture is most likely from over torqueing. A fracture can occur if the mechanical loads applied to the device exceed the strength of the material. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the internal capture broke while taking out lag screw. All pieces removed successfully. Backup device used to complete the case. Less than 30 minutes delay was reported.